Manufacturer narrative:
Event date: date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02653. It was reported the patient the patient's leads migrated after multiple falls. As a result the surgical intervention occurred wherein the lead was explanted and replaced to address the issue.